Manufacturer narrative:
Follow-up #1: date of submission 12-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2018 with the following findings: during investigation, the battery compartment was found to be cracked on the left side of the grip pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.